Event description:
It was reported that the outer casing of the trim schanz screw broke off. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the casing ground broke out. It is possible that lateral powers led to the break of the casing ground during the cutting process. The examination of the product data and the hardening specifications showed that the cutting head corresponds with the newest specifications. This article was already produced according to the new design (strengthening of the casing ground). Nevertheless, it is possible that the ground breaks out after strong, short-term excess stress, like by fast cutting processes. No product errors could be determined. This complaint is indeterminate.